Event description:
It was reported that air bubbles were observed. There was no reported adverse impact to the customer¿s blood glucose value. Reportedly, customer reverted to an alternate method of insulin therapy.